Event description:
It was reported that an occlusion alarm occurred. System check was performed and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. There was no reported adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.